Event description:
Sjm received the ipg with no associated allegations. Further investigation did not reveal any information regarding the reason for explant.

Manufacturer narrative:
This ipg serial number was included in a field advisory. UDI (di): (B)(4). Results: the ipg and leads were returned for unspecified reasons. As returned, the ipg would not communicate due to a depleted battery. The battery was recovered and the ipg communicated, charged, and was tested to manufacturing specifications using the autotester. The ipg passed all tests. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.